Event description:
Same case as MFR report #: 2134265-2010-05622. (B)(6) trial. It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed a stent thrombosis. The index procedure treated an 80% stenosis of the proximal to mid lad (left anterior descending) measuring 2.75x35mm. Treatment consisted of predilation and placement of 2.75x12mm and 2.75x32mm taxus liberte stents resulting in 0% residual stenosis. Approximately one hour post procedure the patient developed chest pain and angiography showed an acute stent thrombosis/in-stent restenosis. Treatment consisted of medication and reintervention resulting in 0% stenosis and timi 3 flow. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was further reported that during the index procedure a dissection occurred. An unspecified 2.5x15mm balloon was used to pre-dilate the lesions multiple times. The balloon angioplasty was suboptimal and resulted in a non-flow limiting dissection in the proximal lesion segment. The 2.75x32mm taxus liberte was deployed resulting in timi 3 flow; however, a slight filling defect was identified just proximal to the stented segment, likely an edge dissection. The 2.75x12mm taxus liberte was then deployed in the proximal segment overlapping the 2.75x32mm stent. 100% in-stent thrombosis/in-stent restenosis occurred one hour post procedure.

Event description:
It was further reported that at the time of the index procedure coronary artery bypass grafting was considered; however, due to the patient's severe coronary artery disease, reduced left ventricular ejection fraction (lvef), and the high-risk nature of bypass surgery, a percutaneous coronary intervention was recommended. Three days post index procedure repeat cardiac catheterization revealed residual thrombus causing a filling defect with the stent. Balloon angioplasty was performed in the proximal to mid lad with timi 3 flow pre and post angioplasty. The event was considered resolved without residual effects the same day and the patient was discharged on the fourth post procedure day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Manufacturer narrative:
(B)(4).